Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer reported that emergency medical services were called for low blood glucose of 48 mg/dl on (B)(6) 2014. The customer also reported that emergency medical services were called for low blood glucose of 52 mg/dl on (B)(6) 2014. The customer stated that they were wearing the insulin pump on both events. The insulin pump will not be returned for analysis.